Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2019. The patient is yet to be re-implanted. This report is submitted january 3, 2020.

Manufacturer narrative:
This report is submitted on 14 november 2019.

Event description:
Per the clinic, the patient experienced extrusion of the receiver-stimulator and infection at implant site which was treated with oral and topical antibiotics. The issue could not be resolved resulting in explant of the device (date not reported).

Event description:
The device was explanted due to infection and implant extrusion. The device passed all electrical tests confirming correct device function.

Manufacturer narrative:
This report is filed on february 20, 2020. (B)(4).